Event description:
It was reported the patient experienced partial return of symptoms with worsening tremor bilaterally. This occurred following start of vital stim treatments for the patient's speech. The hcp indicated the vital stim treatment was in the larynx area and not over the implanted system. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178-2009-01392.